Event description:
Customer reportedly obtained results of 205mg/dl and 106mg/dl on the aviva system within 10 minutes. Customer ate based on symptoms. No adverse event reported. Requested return of suspect system and replacement was sent.